Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing poor performance and open circuits. Programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and array region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The dissection and scanning electron microscopy analysis of the electrode revealed that five electrode wires had fatigue breaks at the fantail region. The photographic imaging inspection and scanning electron microscopy analysis revealed evidence of fatigue breaks on five of the sixteen electrode wires at the fantail region. These breaks can be associated with the multiple open electrodes as well as the performance deterioration reported. A CAPA was implemented. This is the final report.